Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (disease progression; aortic neck dilatation and angulation ). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation and angulation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology is unknown from the time of implant. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. The rupture was attributed to stent graft migration with a proximal type 1 endoleak and aneurysm expansion. After the stent graft was explanted a dacron graft was sewn into the abdominal aorta. The physician stated that there was disease progression resulting in aortic neck dilatation and aortic neck angulation which resulted in the stent graft migration. The physician explanted the stent graft and a conventional graft was sewn into the abdominal aorta. A complete evaluation of the stent graft cannot be completed as the stent grafts were discarded. No additional clinical sequelae were reported and the patient is fine. Photos of the explanted stent graft were received. There was no obvious stent graft issues noted in the returned post-explant photos. .